Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a device change out procedure it was discovered this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead were exhibiting high out of range pacing impedance greater than 2,000 ohms. A poor connection issue was suspected. The device was explanted and successfully replaced. The lead remained in service with the new device. To date, there have been no adverse patient effects reported.